Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france. "Pump-flow-rate-fast". According to the customer: the client came for chemo on 05/10 and told me that the diffuser had been on for less than 48 hours. The diffuser was removed on 07/10 at 10am (for information, the pac was clogged and therefore finished well before).